Manufacturer narrative:
Citation: badr s, et al. A case of transcatheter aortic valve implantation in a (B)(6) patient. Case rep cardiol. 2021 nov 18;2 021:6529390. Doi: 10.1155/2021/6529390. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) female patient with a medical history of moderate aortic stenosis, sinus rhythm with second-degree mobitz type 1 heart block and the right bundle branch block, hypertension, chronic kidney disease, and hyperlipidemia who presented to an outside facility with two weeks of progressive shortness of breath, lower-leg swelling, and hematuria that had started the day before the admission. Subsequently, the patient was transferred to the authors facility and underwent transcatheter aortic valve implantation (tavi) with a 26 mm medtronic evolut pro+ valve (unique device identifier number not provided). Following valve deployment, mild paravalvular leak (pvl) was noted. One day post-implant, a 2d echocardiogram showed trace pvl and a temporary pacemaker check revealed ventricular paced rhythm with underlying sinus rhythm and complete heart block. Then, a dual-chamber permanent pacemaker was implanted. The patient was discharged home four days after the tavi procedure. At six-month follow-up, repeat echocardiography showed trace pvl. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: badr s, et al. A case of transcatheter aortic valve implantation in a (B)(6) patient. Case rep cardiol. 2021 nov 18;2 021:6529390. Doi: 10.1155/2021/6529390. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) female patient with a medical history of moderate aortic stenosis, sinus rhythm with second-degree mobitz type 1 heart block and the right bundle branch block, hypertension, chronic kidney disease, and hyperlipidemia who presented to an outside facility with two weeks of progressive shortness of breath, lower-leg swelling, and hematuria that had started the day before the admission. Subsequently, the patient was transferred to the authors facility and underwent transcatheter aortic valve implantation (tavi) with a 26 (B)(6) evolut pro+ valve (unique device identifier number not provided). Following valve deployment, mild paravalvular leak (pvl) was noted. One day post-implant, a 2d echocardiogram showed trace pvl and a temporary pacemaker check revealed ventricular paced rhythm with underlying sinus rhythm and complete heart block. Then, a dual-chamber permanent pacemaker was implanted. The patient was discharged home four days after the tavi procedure. At six-month follow-up, repeat echocardiography showed trace pvl. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated information: b5. Additional information received from the corresponding physician/author stated that permanent pacemaker implant in a nearly 104-year-old patient is not a complication of tavi, it was expected due to underlying conduction system disease. The physician/author also noted it was the opinion of all the authors that the patient needed a permanent pacemaker at the outset, but they deferred the pacemaker implant until after the tavi procedure for medical reasons. However, as reported in the article, the patient had pre-existing second-degree heart block and right bundle branch block that developed into complete heart block following the tavi procedure, which suggests tavi (valve or the procedure) contributed to the worsening of the existing conduction disturbances. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.